Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: testing confirmed no response to all button presses on the keypad. All of the buttons on the keypad have normal spring back or click. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.